Event description:
The lay/user patient contacted lifescan (lfs) alleging that her one touch ultra2 meter was prompting the apply sample message. The medical affairs specialist mailed a letter since the patient could not be reached by phone. The patient claimed that the issue started 4 weeks prior to calling lfs. As a result of the product issue, the patient increased her humalog insulin dose by 5 units. An after following the onset of the reported issue, the patient allegedly developed symptoms of tingling hands, tingling tongue, tingling lips, and feeling shaky. The customer care advocate verified that the patient was using the correct testing technique. The cca walked the patient through retesting with a new vial of test strips and the issue was resolved. The meter, strips, and control solution were sent. This complaint is being reported as an MDR-reportable because there is an indication that the patient developed symptoms suggestive of hypoglycemia after increasing her insulin dose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.